Event description:
It was reported that this insertable cardiac monitor (icm) was set-up and paired with the patient mobile monitor after implant but was unable to complete an interrogation post implant. The icm was not able to complete a path updated that should have occured around the time of the initial set-up. Paring was release but was unable to be paired again by a patient or clinical mobile monitor. The patient underwent a surgical intervention to remove the device and a new icm was implanted. The new icm was able to be interrogated successfully after implant, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
There was not enough information provided in the complaint and the product has not been returned for analysis. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) was set-up and paired with the patient mobile monitor after implant but was unable to complete an interrogation post implant. The icm was not able to complete a path updated that should have occured around the time of the initial set-up. Paring was release but was unable to be paired again by a patient or clinical mobile monitor. The patient underwent a surgical intervention to remove the device and a new icm was implanted. The new icm was able to be interrogated successfully after implant, and remains in service. No additional adverse patient effects were reported.